Manufacturer narrative:
Findings: unit received with unresponsive buttons due to the keypad connector unlocked on lcd board. No frozen display noted. The keypad traces was inspected and no anomalies noted. Unit power up properly after battery installation. Unit received with operating currents within spec. No low battery alerts noted. No high pitch tone noted. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 242 mg/dl. The customer stated that the pump is frozen. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose was 242 mg/dl. The customer was advised to insert new battery after the pump rest. The customer was advised to rewind/reprogram the device after rest. The customer was advised to monitor the pump.